Event description:
A nurse reported that at the beginning of vitrectomy, the tip (metal part) of the infusion cannula went too deep into the trocar. As surgeon pulled it back, the tip broke off and fell outside the eye. The procedure was delayed for 2 or 3 min. The surgeon did not find it clinically significant. Operation was completed with a new infusion cannula. Directions for use (dfu) were followed. No patient data was available. Additional information has been requested, but not received to date.

Manufacturer narrative:
The investigation in progress. Samples are being returned and have not been received for evaluation. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to manufacturer's acceptance criteria. A root cause will be assessed upon completion of the investigation. A supplemental MDR will be filed as necessary I accordance with 21 cfr 803.55 when additional reportable information becomes available. Additional information has been requested, but not received to date. (B)(4).